Event description:
Discordant, falsely low sodium (na) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and resulted as expected. The results obtained after troubleshooting were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc performed troubleshooting with the customer, including aligning of the sample probe and clipping off the tubing ends on the diluent pump panel. The customer repeated the samples after troubleshooting, and results were as expected. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.